Manufacturer narrative:
The medical grade ups was returned to the supplier for evaluation of the malfunction. After completing the investigation the probable root cause was the cover pushed down to contact pcb board support. This is the only occurence since 2015 when this product went into production. This is considered an isolated incident therefore no corrective/preventative action required.

Manufacturer narrative:
The device was returned to natus. The ups malfunction will be evaluated with the help of supplies of this component. A vendor RMA is being arranged so they can evaluate the cause of the malfunction. A follow-up report will be submitted at that time.

Event description:
Ups (power supply) unit started smoking after loud pop and a spark.